Event description:
It was reported that when patient presented to the hospital for unrelated reason, failure to capture and high, out of range, lead impedance were observed on the ventricular lead. Lead fracture was suspected. Patient was asymptomatic. The lead was capped and replaced on (B)(6) 2017. Patient was in stable condition after the procedure and will continue to be followed-up normally.